Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her pump is not working. Customer stated that she changed out set and the battery died and pump shut down and since then it keeps giving her that message every time she rewinds it. Customer stated when she will not go past loading the reservoir it shuts down. Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 43 alarms were noted during testing. Moisture damage was found on the motor, force sensor, electronic assembly, and corrosion on the motor home switch during visual inspection. No unexpected power failures noted during testing.